Event description:
During a ptca procedure, the maverick2 monorail balloon ruptured at 10 atms. (The number of inflations prior to rupture is unknown). The lesion being treated was a calcified, 90% stenotic lesion in the lad. No patient injuries or complications were reported.